Event description:
After a successful placement of the stent (subject device), the patient was reported to be in a "vegetative" state post operation and the family withdrew care. No further information is available.

Manufacturer narrative:
Eval conclusion: other for anticipated procedural complication. The device is unavailable for evaluation. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the device malfunctioned. Possible patient outcome of death is a known and anticipated complication to these types of procedures and is listed as such in the device directions for use. As a result, a root cause classification of anticipated procedural complication has been assigned.